Event description:
It was reported the manufacturer representative spoke with the patient 10 days prior to report and they had lost fifty pounds and now their battery "needed to be moved". It was reported the patient is having "new pain" and has seen their health care provider about it and a pocket revision has been discussed, but not planned.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-16, lot# n159088, implanted: (B)(6) 2009, product type: accessory. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37754: serial# (B)(4), product type: recharger. Product ID: 37746: lot# serial# (B)(4), product type: programmer, patient. (B)(4).